Event description:
Customer reported she had "sweet pastry" on her hands, received a compact plus system blood glucose result of 340 mg/dl. She washed her hands and retested at 160 mg/dl within 10 minutes on the same system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.